Event description:
It was reported that during interrogation, the pulse generator exhibited a diagnostics anomaly, battery longevity data could not be obtained. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.